Event description:
It was reported that the implantable cardiac monitor recorded lots of atrial fibrillation and asystole episodes. The atrial fibrillation episodes appeared to be noise. The asystole episodes appeared to be loss of contact which was also observed in office with pocket manipulation. The patient was noted to have lost weight since the implant and the pocket seemed "loose." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).